Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to back bra line, upper flanks, and lower flanks on (B)(6) 2015 and (B)(6) 2016. It is unknown which areas were treated on which dates. The applicators used for treatment were coolcore and coolcurve+. It is unknown which applicator was used to treat which areas. The patient reported symptoms of numbness, pain, hardness, and enlargement gradually increasing for approximately 1 month. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the bilateral anterior upper flanks on (B)(6) 2016.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to back bra line, upper flanks, and lower flanks on (B)(6) 2015 and (B)(6) 2016. It is unknown which areas were treated on which dates. The applicators used for treatment were coolcore and coolcurve+. It is unknown which applicator was used to treat which areas. The patient reported symptoms of numbness, pain, hardness, and enlargement gradually increasing for approximately 1 month. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the bilateral anterior upper flanks on (B)(6) 2016.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.